Manufacturer narrative:
H3: product analysis:product ID# g559300156; lot# h5826560 visual and optical inspection confirmed the gripper tabs of the screw have been bent/deformed due to bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for t12 vertebral fracture. It was reported that the m5 domino was tried to be placed between the l1/2 screws, but because of reoperation, the bone had formed and the domino could not be placed properly. While trying to remove the fully formed bone with tools such as a chisel or sharp spoon and place the m5 domino again, the direction of the domino shifted while gripping it with the holder. At that time, the holder gripping portion of the domino was deformed. A new m5 domino was used, and the domino was successfully placed. The procedure performed was t12 pso, t7-l2 posterior fixation, rod connection. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that there was damage at the grip of the domino connector. All damaged pieces have been recovered from the surgical field.